Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reported a "low" bg (as indicated by continuous glucose monitor (cgm)) for which he declined to provide further information aside from noting that he had already resolved the issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.